Event description:
Patient reported experiencing elevated blood glucose (418 mg/dl). Patient indicated that the outer tubing of the infusion set at the luer had broken away from the inner tubing. Patient indicated that there were additional elements that would cause the elevated blood glucose.